Event description:
A nurse contacted baxter's global technical service center to report a check lines and bags alarm on the homechoice device during dwell 5 of 5. The nurse there was air in the heater line. The technical service representative assisted to end therapy. Follow up with the nurse revealed that the supplies were fine, however she discarded the supplies and does not recall the lot number. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint is for a report of a check lines and bags alarm. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the nurse added another supply bag during therapy. The most likely cause of the alarm is use errro when the nurse added another supply bag during therapy. This review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown, therefore no evaluation or batch review can be performed. Should additional information become available, a follow up MDR will be submitted.